Event description:
The complainant reported that the patient was escalated to another impella cp and they encountered false alarm and placement signal issue during impella cp support. It was noted that a red alarm with impella position in aorta appeared, despite good impella position in left ventricle (lv) which was confirmed via echocardiogram. The red alarm impella position in aorta was able to be reproduced once p level was reduced to p4. During this alarm, all metric curves were pulsatile. The first pump (serial number (B)(6)) will be reported in an additional report. This report is for the second pump (serial number (B)(6)).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.